Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that hospitalization had nothing to do with insulin pump or blood glucose per interaction. Customer was underneath his car while another car ran into it from behind causing the car to fall on top of him. No additional investigation needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to car accident on (B)(6) 2018 with unknown blood glucose. The customer reported that the insulin pump had blank display. Customer assisted with troubleshooting. Customer reported that the contacts on the battery cap were missing and display was returned after restart. The insulin pump will not be returned for analysis.